Event description:
The customer reported the system displayed a "overload fault". This error is likely to result in an un-commanded loss of system functionality and require a system reboot in an attempt to regain functionality. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.